Event description:
I started using the blaster in (B)(6) of 2016, as directed by the inventor ashley black. I used it for about 6 months. During that time I started to get major body aches and pains, off and on. I didn't think it was caused by blasting because I never saw any negative effects stated on her (B)(4) group. So I began to think I had lupus or even arthritis. I had test ran for but they came back negative. I still continued to blast until I stumbled across a group that were having negative effects and I stopped immediately. I started to question the effects in the (B)(4) group and got kicked out and blocked. I wasn't even able to leave a review on her "(B)(4)", because I was blocked there as well. Shortly after I stopped blasting, I started to break out with a rash that continued to get worse and worse. I took several trips to the dr, I ended up having to get a biopsy. The biopsy came back that I have mild chronic superficial perivascular dermatitis, due to inflammation of the blood vessels. My doctor believes this could have been done by blasting. I am now on steroids for 3 months. This has been the worst experience of my life. I have never had any other issues with my body or no pre existing conditions of any sort. Ashley black somehow learned of my injuries and unblocked me from her (B)(4). She also had someone from her company inbox me via (B)(4) messenger asking about my injuries and wanted me to show medical documents. At this point I didn't feel comfortable sharing that information with someone who has continuously lied and poke fun of injured customers.